Event description:
Orders were entered for lab tests to be run on blood to be drawn the next morning. That was not done, nor was there reconciliation to determine that it was not done. The hospital administration gets fussed up and retaliatory about the failures of its infrastructure. There was an interface failure and/or a failure of interoperability. The patient was afflicted with kidney failure, anemia, neurological disease, heart arrhythmias and others. To not have the results in a timely manner put the patient at undue risk. When the results were finally known, alteration in therapy was required.